Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for spinal therapy. It was reported that prior to use, the insert would not go into the inserter. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received via manufacturer representative that the reported product was already used before.

Manufacturer narrative:
H3: product analysis of part# 5330008, lot# id24b014 visual and optical inspection confirmed the laser weld on one side of the handle has broken. This is causing the inserter attachment issues. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.